Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -8.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was explanted. Cause reported as device.